Manufacturer narrative:
Investigation summary: bd received 10 photos for investigation, which show separation of the straw/needle from the holder but do not indicate the customer's reported failures of no fill/no vacuum, damage, incorrect count, incorrect/missing label info, and foreign matter (fm). A total of 10 retained samples were visually inspected, revealing that the stopper was assembled correctly, there was no separation of the straw/needle from the holder, no damage or fm on any components, and the labels were correctly placed on the tubes. Only 10 retained samples are kept for this product, so the incorrect count could not be further investigated. Functional draw volume tests were conducted on 5 retained samples, all of which were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates. This complaint has not been confirmed for the indicated failure modes: damaged, draw volume, foreign matter, incorrect count, and label issues. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® c&s transfer straw kit, an unspecified number of kits had the needle inside the straw separated from the straw, including: straws detaching exposing needles, extra straws with needles exposed in the package, and no straw at all in package but holder and tube. Additionally, there were reports of tubes not filling, bent/crimped straws, empty packages, broken plastic and powder inside package, and a double label. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® c&s transfer straw kit, an unspecified number of kits had the needle inside the straw separated from the straw, including: straws detaching exposing needles, extra straws with needles exposed in the package, and no straw at all in package but holder and tube. Additionally, there were reports of tubes not filling, bent/crimped straws, empty packages, broken plastic and powder inside package, and a double label. There was no health impact or consequences reported.